Event description:
The lead was returned with no information. The lead was analyzed by the manufacturer and it tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was disengaged from the helical channel. It was also noted that the distal conductor was distorted, there was a tip seal observation and there was blood/body fluid on the distal conductor. The helix will not extend due to being over retracted.